Event description:
(B)(6), located in (B)(6), was turned over to siemens for repair of a table wheel. During the repair process, the wheel was brought too close to the MRI magnet and was attracted into the bore, resulting in damage to the head coil. No injuries occurred; however, there was potential for staff injury due to the magnetic force involved and the ferromagnetic properties of the table wheel. The wheel was safely removed, and the damaged head coil was replaced. The MRI system was evaluated following the incident to ensure safe operation.